Event description:
Customer called to report that she has been experiencing multiple low alarms. It was reported that customer is experiencing low blood glucose levels november or december when she got out of the hospital and rehab. Customer's blood glucose reading was 42 mg/dl. It was reported that the customer was hospitalized for respiratory problems in november but nothing directly related to the insulin pump. She has congestive heart failure and is a brittle diabetic. Checked customers alarm history and found a failed battery test. Troubleshooting was done for ow blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.